Event description:
Patient had lower extremity angiogram bilateral procedure performed. During procedure, surgeon noted "wire was unable to cross the peroneal 95% stenosis. Wire was exchanged and balloon and wire were then attempted to be advanced across the stenosis in the peroneal artery. Unfortunately at this time the wire spontaneously fractured for unclear reasons. There was no overt indication of pending wire fracture and there was no significant wire manipulation that would have promoted wire fracture. The wire was successfully snared and externalized. Foreign body retrieval was successfully performed". No evidence of complications. "Due to the prolonged length of procedure, patient discomfort, contrast administration, and radiation exposure, further attempts at right lower extremity trifurcation revascularization were discontinued at this time".